Event description:
It was reported by repair work order that the ground path was compromised due to a missing ground pin on the power cord. It was also reported that the siderail was stuck in the down position due to a corroded timing link. No patient was affected and no adverse consequences and clinically relevant delays in treatment were reported.